Manufacturer narrative:
For six events, the investigation determined the service actions resolved the issue. Follow up actions for one of these events include: the field service engineer inspected the rinse assembly for correct operation and adjustment. The rinse heads and waste valves were bleached. Mechanical checks and cell blanks were performed without error. Precision studies were performed and controls recovered within acceptable limits. Follow up actions for one of these events include: the reaction cell cover was misaligned. The cell cover was re-aligned and the customer was instructed on proper cover removal. Precision studies were performed and results were acceptable. Follow up actions for one of these events include: the field service engineer found water droplets on top of the cuvettes. He found the tubing was leaking due to an issue with a valve which he replaced. Follow up actions for one of these events include: the customer confirmed the analyzer's special washes were correct and performed a cell blank measurement. The field service engineer checked and cleaned all rinse nozzles and rinse tubing. He found a tiny air leak from a rinse mechanism. He checked the overall rinse water level, vacuum, and gear pump pressure. He visually checked the mechanical function of the system. He performed precision testing with acceptable results. After service, the customer performed calibration and qc with passing results. Follow up actions for one of these events include: the field service engineer found the sample probe was covered in a hard material solution, so he replaced the probes. Follow up actions for one of these events include: the customer replaced a reagent probe. The customer performed a patient comparison study with another analyzer with similar results. The customer performed qc with acceptable results. The customer reported no further issues. For one event, the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for this event include: the field service engineer checked and cleaned all internal rinse nozzles and rinse tubing. The external probe rinse was adjusted. Syringe seals were replaced. The rinse water level, vacuum pressure, and gear pump pressure were checked. A visual check of the instrument mechanical function was performed. For one event, the investigation determined that a reaction cell segment installed on the analyzer was broken, causing the sample probe to discharge patient sample directly into the incubation bath. Follow up actions for this event include: the reaction cells were replaced. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable low results were generated by cobas 8000 c 702 module analyzers. The events involved 13 patients with the following: 7 questionable results for ca2 calcium gen.2, 1 questionable result for crep2 creatinine plus ver.2, 2 questionable results for ureal urea/bun, 1 questionable result for altpm alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation, 3 questionable results for hdlc4 hdl-cholesterol plus 4th generation. Two patients were aged 31 - 45 years. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were three males and two females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.